Event description:
It was reported that the catheter's eye ripped caused it to have a flap that scraped the patient upon removal caused bleeding. No medical intervention was reported. Per additional information, product is a component of tray.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The device used for the treatment. The device had not met specifications. The device was affected by the reported failure. Visual evaluation of the returned sample noted that one opened (no original packaging), used vinyl catheter and label. The drainage eye closer to the tip appeared to have one end that was not round and possibly had a part tear off earlier. This would not meet the specifications. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to blades with no cutting edge (oxidize). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: contents of inner wrap are sterile unless package is opened or damaged. Directions for use on reverse side. Single use only. Do not resterilize. For urological use only. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. Open csr wrap to form sterile field. Place under pad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Remove top tray. Lubricate catheter. Prep patient with povidone-iodine swab sticks. Proceed with catheterization in usual manner. If specimen is required, fill sterile container from catheter. Top tray may be placed on basin to help prevent spillage. If urine is placed in specimen jar: secure cap. Label specimen jar send specimen to laboratory." Corrections: d4. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter's eye ripped caused it to have a flap that scraped the patient upon removal caused bleeding. No medical intervention was reported.